Event description:
At first, after the implant, rptr felt good but he "had 32% lost." At times he was fine then he became "bad". Now he is told he may need to have the implant removed soon. He has lost strength in his left leg and has a burning in his right. The last 6 months he has been in total pain.